Event description:
The pt had a spinal headache and vomiting. The pt was hospitalized to lay flat for 48 hrs. The pt had a blood patch on (B)(6) 2010. The outcome was reported as "ongoing". Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).